Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to other/non-product experience. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted due to the patient requiring pacing. Subsequently, a transvenous system was implanted. No adverse patient effects were reported. Additional information was received indicating after the patient went into cardiac arrest, the s-ICD failed to operate correctly. A witness said the patient appeared to be having a seizure. After laying down due to feeling unwell, the patient received a shock. During transport in the ambulance, the patient heard that it appeared the s-ICD misfired or did not fire at all. The patient was informed by the health care professional (hcp) that the device was defective and needed to be replaced. Device therapy was turned off. Subsequently, a replacement was implanted and the s-ICD system was later explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to other/non-product experience. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted due to the patient requiring pacing. Subsequently, a transvenous system was implanted. No adverse patient effects were reported. Additional information was received indicating after the patient went into cardiac arrest, the s-ICD failed to operate correctly. A witness said the patient appeared to be having a seizure. After laying down due to feeling unwell, the patient received a shock. During transport in the ambulance, the patient heard that it appeared the s-ICD misfired or did not fire at all. The patient was informed by the health care professional (hcp) that the device was defective and needed to be replaced. Device therapy was turned off. Subsequently, a replacement was implanted and the s-ICD system was later explanted. No additional adverse patient effects were reported.